Manufacturer narrative:
Follow-up # 2 device evaluation the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On october 28, 2015, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio2 meter read inaccurately high compared to his feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy started when he first began to use the subject meter on (B)(6) 2015. The patient reported that on the morning of (B)(6) 2015 between 7:00am and 8:00am, he obtained an alleged inaccurate high fasting blood glucose result of "135 mg/dl" with the subject meter. The patient reported that his usual fasting blood glucose level is "100 mg/dl". The patient manages his diabetes with insulin (self-adjuster). In response to the elevated result, the patient reportedly took an extra 2 units of insulin (10 units) between 7:00am and 8:00am on the advice of his doctor. The patient claimed that at 1:00pm he started to "sweat and had visual blurring and trembling hands". The patient reportedly tested his blood glucose at the onset of the symptoms and obtained a result of "62 mg/dl" with the subject meter. The patient claimed he treated himself with 3 sugar tablets, ate his normal lunchtime meal, rested and felt better afterwards. The patient also reported that on the morning of (B)(6) 2015, he obtained an alleged inaccurate high fasting blood glucose result of "172 mg/dl" with the subject meter. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr walked the patient through a control solution test on the subject meter and the result fell within the specified control solution range. Replacement products were sent to the patient .this complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after taking an increased dose of insulin based on an alleged inaccurate high result obtained with the subject meter.

Manufacturer narrative:
Follow-up # 1. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.